Event description:
In this case, the customer reported that the phantom was off center while performing daily quality assurance (qa) testing. A philips field service engineer (fse) confirmed that the customer did not use the CT system until repairs were made and there was no harm to a patient, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that the therapy table top had been knocked out of alignment and was off center by 10 mm, after the therapy table top was lowered down onto another object causing the therapy top to come off the CT table top. The fse re-centered the therapy table top at the gantry end of the table, performed test scans, adjusted the therapy table top, and performed an image quality check to verify the system was working within specification before handing the system back to the customer. If the therapy top on the CT table was knocked out of alignment and the issue is not recognized by the trained professional, there is potential for injury or mistreatment of the patient if radiation therapy is directed to healthy tissue or not directed to the desired treatment area.

Manufacturer narrative:
(B)(4). On 01-may-2015, the customer reported that the phantom was off center while performing daily quality assurance (qa) testing. A philips field service engineer (fse) confirmed that the customer did not use the CT system until repairs were made. The fse confirmed there was no harm to a patient, operator, or bystander. The fse reported that the table had been lowered onto something in the path of table travel causing the therapy top to come off and knocked it out of alignment and off center by 10mm. The fse confirmed that there was no damage to the therapy top or the couch when he arrived on site. The fse stated that the customer repaired / re-attached the therapy top with screws and washers that were locally purchased. The fse re-centered the therapy table top at the gantry end of the table, performed test scans, adjusted the therapy table top, and performed an image quality check to verify the system was working within specification before handing the system back to the customer. The fse also stated that he realigned the top according to the installation manual and that the system was fully functional. On 19-jan-2016, the fse confirmed that a higher level assembly needs to be replaced and the screws and washers alone should not be replaced. The fse reported that the site has declined the repair which is the replacement of the higher assembly part. On 28-jan-2016 the fse confirmed that the customer was verbally notified in sep or oct 2015 that the CT system is no longer within specifications due to the higher level assembly not being replaced. The field service engineer (fse) realigned the table and performed image quality (iq) check to resolve the issue. The probable cause is that the therapy table top had been knocked out of alignment and was off center by 10 mm after the therapy table top was lowered down onto another object causing the therapy top to come off the CT table top.

Event description:
In this case, the customer reported that the phantom was off center while performing daily quality assurance (qa) testing. A philips field service engineer (fse) confirmed that the customer did not use the CT system until repairs were made and there was no harm to a patient, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that the therapy table top had been knocked out of alignment and was off center by 10 mm after the therapy table top was lowered down onto another object causing the therapy top to come off the CT table top. The fse re-centered the therapy table top at the gantry end of the table, performed test scans, adjusted the therapy table top, and performed an image quality check to verify the system was working within specification before handing the system back to the customer. If the therapy top on the CT table was knocked out of alignment and the issue is not recognized by the trained professional, there is potential for injury or mistreatment of the patient if radiation therapy is directed to healthy tissue or not directed to the desired treatment area.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).